Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included spotting between menses and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), alopecia ("hair loss") and fatigue ("fatigue"). On (B)(6) 2015, 5 years 3 months after insertion of essure, the patient experienced pelvic pain ("pain/ pelvis-same side as essure"). On an unknown date, the patient experienced bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, abdominal pain lower, alopecia, fatigue, vaginal haemorrhage, menorrhagia, pelvic pain, bacterial vaginosis and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, alopecia, bacterial vaginosis, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion they did CT scan and found a 4 cm ovarian cyst. Patient states she has been bleeding for 3 weeks. It was reported that left essure micro-insert device is in good position and appears occluded. Right tubal ligation. No abnormalities of the uterus. Most recent follow-up information incorporated above includes: on 12-apr-2018: reporters added and updated patient demographics. Concomitant disease and laboratory data were added. Update suspect drug indication. Added events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bacterial vaginosis, dysmenorrhea and pain. Updated events, onset date and incident category of event.. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding") and autoimmune thyroid disorder ("autoimmune disorder: thyroid") in a 47-year-old female patient who had essure (batch no. 664666) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Concurrent conditions included spotting between menses, ovarian cyst, hashimoto's thyroiditis and hypothyroidism since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue") and constipation ("gastrointestinal or digestive system condition: constipation"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced autoimmune thyroid disorder (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping"). On (B)(6) 2015, 5 years 3 months after insertion of essure, the patient experienced pelvic pain ("pain/ pelvis-same side as essure"). On an unknown date, the patient experienced bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, autoimmune thyroid disorder, abdominal pain lower, alopecia, fatigue, vaginal haemorrhage, menorrhagia, pelvic pain, bacterial vaginosis, dysmenorrhoea and constipation outcome was unknown. The reporter considered abdominal pain lower, alopecia, autoimmune thyroid disorder, bacterial vaginosis, constipation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion they did CT scan and found a 4 cm ovarian cyst. Patient states she has been bleeding for 3 weeks. It was reported that left essure micro-insert device is in good position and appears occluded. Right tubal ligation. No abnormalities of the uterus. Concerning to the injuries reported in this case following were described in patient's medical records: abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding") in a 47-year-old female patient who had essure (batch no. 664666) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Concurrent conditions included spotting between menses, ovarian cyst and hashimoto's thyroiditis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), alopecia ("hair loss") and fatigue ("fatigue"). On (B)(6) 2015, 5 years 3 months after insertion of essure, the patient experienced pelvic pain ("pain/ pelvis-same side as essure"). On an unknown date, the patient experienced bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, abdominal pain lower, alopecia, fatigue, vaginal haemorrhage, menorrhagia, pelvic pain, bacterial vaginosis and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, alopecia, bacterial vaginosis, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion they did CT scan and found a 4 cm ovarian cyst. Patient states she has been bleeding for 3 weeks. It was reported that left essure micro-insert device is in good position and appears occluded. Right tubal ligation. No abnormalities of the uterus. Concerning to the injuries reported in this case following were described in patient's medical records: abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on 22-jun-2018: pfs received. Batch number added. Concurrent condition was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding") and autoimmune thyroid disorder ("autoimmune disorder: thyroid") in a 47-year-old female patient who had essure (batch no. 664666) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Concurrent conditions included spotting between menses, ovarian cyst, hashimoto's thyroiditis and hypothyroidism since 2010. In (B)(6) 2010, the patient experienced fatigue ("fatigue") and constipation ("gastrointestinal or digestive system condition: constipation"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced autoimmune thyroid disorder (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping"). On (B)(6) 2015, 5 years 3 months after insertion of essure, the patient experienced pelvic pain ("pain/ pelvis-same side as essure"). On an unknown date, the patient experienced bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, autoimmune thyroid disorder, abdominal pain lower, alopecia, fatigue, vaginal haemorrhage, menorrhagia, pelvic pain, bacterial vaginosis, dysmenorrhoea and constipation outcome was unknown. The reporter considered abdominal pain lower, alopecia, autoimmune thyroid disorder, bacterial vaginosis, constipation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion they did CT scan and found a 4 cm ovarian cyst. Patient states she has been bleeding for 3 weeks. It was reported that left essure micro-insert device is in good position and appears occluded. Right tubal ligation. No abnormalities of the uterus. Concerning to the injuries reported in this case following were described in patient's medical records: abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- autoimmune disorder: thyroid, constipation. Concomitant disease were added. Events onset date were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.